Manufacturer narrative:
The insulin pump had a button error alarmed due to moisture on the keypad trace. Unable to verify the failed battery test alarm, weak battery alarm, displacement, basic occlusion, occlusion, prime, and no delivery tests due to due to keypad damage. The device received without a belt clip and was unable to verify the belt clip damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 67 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.